Event description:
It was reported that during unpacking of a 3.50x24mm liberte bare metal stent, it was observed that the inner packaging of the stent was not properly closed and therefore, the device was not sterile. The device was not used. The procedure was finished with another of the same device.